Event description:
New information received notes that programming changes were made on 30 september 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, false pause episodes were noted on the implantable cardiac monitor (icm). No intervention was performed. The patient did not experience any adverse consequences.